Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago from date manufacturer was made aware. Explant date: years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(4), batch: 18174229.

Event description:
It was reported that the patient developed a non device related (B)(6) infection. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.